Manufacturer narrative:
Titan pump, cylinders 1 and 2, reservoir, detached inlet tubing 1, and detached inlet tubing 2 were received for evaluation. The urfaces of the detachment site of the shorter exhaust tube of the pump appear to be rough and irregular, indicating stress was exerted. A failure of the pump fill, back pressure, inlet valve, and high-pressure tests were noted with the pump as the balls in the pump failed to seat properly. It was determined that foreign material was noted in the spring/ball and seat component of the pump. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. Partial separations, surrounded by abrasion, were noted on the exhaust tube of cylinder 2. These were not sites of leakage. A group of striations, indicating contact with unshod instrumentation, was noted on exhaust tube of cylinder 2. This is a site of leakage. A separation, surrounded by abrasion, was noted on the inlet tube of the reservoir. This is a site of leakage. No functional abnormalities were noted with the detached inlet tubing. No functional abnormalities were noted with the detached inlet tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. Microscopic examination of the surfaces of the exhaust tube detachment end between the pump and cylinder 2 revealed rough and irregular surfaces, indicating stress was exerted. Based on the overlapping of the pump tubes, in combination with device usage over time, this could contribute to sufficient stress to separate the exhaust tubing of the pump. The separation in the reservoir inlet tube indicates sufficient stress may also have been exerted to separate the site while in-vivo. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause for the reported failure. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation on the exhaust tubing of cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. Review of the returned pump was conducted. During this review, it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the pump fill, back pressure, inlet valve, and high-pressure tests. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of these tests were not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, titan was explanted due to broken tubing at about 1 cm above pump tubing from cylinder (clear).